Event description:
It was reported the patient's device had premature eri . The patient was asymptomatic. The device was explanted and replaced. There were no complications.

Manufacturer narrative:
(B)(4).